Event description:
Customer called to report a leak inside the coulter lh750 hematology analyzer. There were no patient samples or results affected by the leak. The user was wearing personal protective equipment (ppe) consisting of gloves, a gown, and goggles at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The field service engineer (fse) found that the tubing at the bottom of the flowcell popped off. The fse replaced the tubing and verified the repairs per the established procedures. The root cause of the leak is that the tubing from the bottom of the flowcell popped off.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).